Event description:
A (B)(6) female was having elective surgical procedures, including permanent sterilization as fallopian tube removed. The surgeon was performing a laparoscopic surgery with a ligasure blunt tip laparoscopic sealer/divider on one of the fallopian tubes. When the ligasure was clamped and released, the fallopian tissue adhered to the tip of the ligasure and would not release tissue. The surgeon was required to remove the fallopian tube and ligasure unit as one. As the surgical procedure was intended to remove the fallopian tube, there was no harm to the patient and no adverse event to the patient.